Manufacturer narrative:
The reported event of fracture was not confirmed while the stylet could not be inserted was confirmed. As received, a complete lead with stuck stylet was returned in one piece. The connector pin with the crimp sleeve were found pulled out from the connector assembly stretching the inner coil consistent with damage due to excessive forces applied while attempting to remove the stylet from the lead. The polytetrafluoroethylene (ptfe) coating of the stuck stylet was found stripped and was bunched up with the inner coil distal to the connector pin. The connector cap was intact and in placed in the connector assembly. The cause of the reported event of stylet could not be inserted was isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region that prevented the removal of the stylet and excessive forces resulted in the connector pin with the crimp sleeve to be pulled out of the connector assembly. Electrical testing and x-ray examination did not find any indication of conductor fractures. All damages found are consistent with procedural damage.

Event description:
During device preparations, there was a failure to advance the stylet down the left ventricular (lv) lead. Lead fracture was suspected to be the cause of the event. The lv lead was not used for the procedure.